Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was the sterility of the device compromised? Please describe any treatment that the injured nursing staff member received was there any medical or surgical intervention required due to the needle stick? Was there any diagnostic testing? Please provide update on condition of the injured nursing staff member do you have any photos available for visual analysis? Could you kindly provide the product code and lot number, please? Could you please specify what this number "00315v01" refers to? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2025 and suture was used. During the procedure, the nurse was directly stabbed in the finger while grasping the suture during the surgery. It was found that the suture packaging had been punctured. The package was damaged. After replacing the suture with a new one, the surgery continued. There were no adverse consequences reported. Additional information was requested.